Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event is improper bone prep or not inserting the anchor co-axial to the prepared hole. The directions for use (dfu-0087) warns against attempting to implant into hard dense bone and/or drilling/punching smaller diameter holes than recommended may cause failure (breakage) of the implant during insertion. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device not yet returned.

Event description:
It was reported that the event happened during the surgery. The anchor broke during insertion. The surgeon changed the op-procedure to the achilles speedbridge system. A piece broke into patient's body, but it was removed. The surgery was finished successfully.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Complaint confirmed. The evaluation revealed broken tip on the first few threads of the returned screw. Complainant's event typically caused by over-insertion, prying/leveraging the driver while the implant is still loaded and/or improper bone preparation. In addition, the directions for use (dfu-0087) states that "attempting implantation into hard, dense bone and/or drilling/punching smaller diameter holes than recommended may cause failure (breakage) of the implant during insertion". This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the event happened during the surgery. The anchor broke during insertion. The surgeon changed the op-procedure to the achilles speedbridge system. A piece broke into patient's body, but it was removed. The surgery was finished successfully.